Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation and the evaluation is pending. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure the probe snapped off and fell inside the patient. The device fragments were successfully retrieved. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.

Manufacturer narrative:
This supplemental report is being submitted to correct lot# to mk951565, correct manufacturing date, and to provide the device evaluation results. The evaluation confirmed the reported phenomenon of a broken probe. The distal end of the device was inspected under a microscope and found the probe detached, and the missing portion was not returned. A probe check was performed and the device failed. Error code u509 was observed. A visual inspection found that the teflon pad had normal wear, with no metal exposed.